Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, a malfunction alarm occurred. The customer's blood glucose (bg) level was 510 mg/dl. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.